Event description:
A bard denali ivc filter was being placed in a patient. The skin was anesthetized and a small incision made (approx 5 mm) at the femoral site. Access was achieved in the common femoral vein with ease. They dilated up to 10 fr (with a dilator) and placed the provided sheath (whose tip is marked with 2 markers separated by 28 mm) over the wire into the ivc. When they pulled the sheath back to position for the venogram they observed the distal marker (the one closest to the tip) become free. It was carried by blood up the ivc, into the right heart and eventually lodged in the left lung. The filter was placed appropriately as they had a CT that indicated the size of the ivc and location of the renal veins. The freed marker embolized in a distal posterior branch of the left pulmonary artery. This was confirmed with ap and lateral views. The decision was made not to attempt retrieval due to the risk to the patient (cardiac arrhythmias, hemorrhage and pulmonary embolism) and a very distal position. It was felt that the size of the marker, clot and embolized vessel were small enough that clinical symptoms would not be anticipated. The risk of dislodgement is also felt to be small. We checked with the manufacturer and the marker is MRI compatible. The event has been disclosed to the patient and will be communicated to her primary care team for any additional follow-up. The ivc filter was placed appropriately as they had a CT that indicated the size of the ivc and location of the renal veins.